Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that intermittent malfunction alarms occurred. There was no impact to the customer¿s blood glucose. Reportedly, the customer did not have backup therapy and declined follow-up from tandem technical support.